Event description:
Complainant alleged that during biomed testing and routine maintenance of the device, the paddles failed to discharge. The complainant indicated that there was no patient involvement in the reported malfunction.